Event description:
A malfunction alarm with code 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any further issues arise, which they acknowledged and understood.